Manufacturer narrative:
Manufacturer date was unavailable at the time of filing. No part was returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the pedicle probe was bent while in use. The surgery was completed with navigation and there was no impact on patient outcome.